Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication ((B)(4)) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected intact pth (ipth) results obtained when processing non-vitros (mas) qc fluids using vitros ipth lot 1621 on a vitros xt7600 integrated system. Mas oim24111 level 1 results of 14.7, 14.7, 15.2, 15.0, 15.3, 14.6, 15.8, 15.5, 15.4 and 15.5 pg/ml versus the expected results (pi mean) of 29.40 pg/ml mas oim24113 level 3 results of 782.0, 782.7, 795.9, 819.3, 793.8, 771.7, 771.1, 796.6 and 768.5 pg/ml versus the expected result (pi mean) of 1589 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result were from quality control fluids. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected intact pth (ipth) result were obtained when a customer was processing non-vitros (mas) qc fluids using vitros ipth lot 1621 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. As vitros ipth lot 1621 was a new reagent for the customer at the time of the event, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Therefore, a vitros ipth lot 1621 reagent issue cannot be ruled out as a contributor to the event. Mas qc results were deemed acceptable from vitros ipth lot 1660 testing. There was no evidence to suggest an instrument malfunction. However, within run precision testing was not processed on the vitros xt7600 integrated system and an instrument related issue cannot be entirely ruled out. Email address for contact office above is (B)(6).